Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited noise. The patient was asymptomatic and would continue to be monitored. No intervention was performed.